Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped. The patient has twiddler's syndrome and all though this lead was still in place, it was probably under a lot of stress. The physician wasn't able to retract the helix so it was capped and left in the body. It appeared that there was substance in the inside of the insulation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis deformations of the outer coil were found approximately 14.5 cm distal to the is1 connector pin. Based on the characteristics, it is reasonable to assume that this deformation resulted from a tight suture. Furthermore cuts in the insulation were observed which most likely occurred during the explant procedure. The substance inside the lead, which was mentioned in the complaint description and visible on the provided picture, was dried upon receipt and hardly noticeable. However, it is assumed that body fluids penetrated the lead through the observed cuts. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.